Manufacturer narrative:
Per the clinic, the patient experienced a skin flap necrosis prior to the explantation of the device.

Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced a skin flap infection at the implant site. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015 and the patient was re-implanted with a new device during the same surgery. This report is filed november 19th, 2015. Device not received by manufacturer.